Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Contact reported that the customer was experiencing elevated blood glucose (bg) levels that ranged between 362-427 mg/dl. The customer addressed the high bg level with a bolus delivery via the pump, manual insulin injections, and drank water. The contact also changed the pump basal rate setting to help correct the bg level. During troubleshooting with tandem technical support, the customer informed them that they have changed the time on the pump was observed to be 12 hours ahead. The customer reverted to using insulin injections to manage diabetes.